Event description:
It was reported that upon removal of the spring wire guide (swg) through the catheter, the wire became blocked at the extremity of the catheter. As a result, the catheter and the swg were removed simultaneously. A new catheter was successfully inserted in the pt. There were no reported pt complications.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one swg was returned for evaluation. The returned swg was unraveled at the distal end. Upon microscopic examination, the core wire was found broken adjacent to the distal weld. The distal weld remained attached to the coil wire. The proximal weld was intact. No pieces appeared to be missing. Instructions for use (arrow product (B) (4)) describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint of swg unraveling was confirmed through visual inspection of the returned sample; however, the potential cause could not be determined based upon the sample and info provided.